Event description:
On 1/31/96 - to o.r. Thorocotomy performed to allow surgeon to approach t12 vertebra. On 6/2/97 to o.r. L2-l5/s1 decompressive laminectomy, bilateral for a minotomy and microdissection. On 6/26/97 - to o.r. - acute abdomen; retroperitoneal hemorrhage arrest - unsuccessful CPR pronounced dead.